Event description:
Upon initial imaging of the patient for their procedure, the therapist noticed on the x-ray that the patient's power-port was disconnected from the catheter. The therapist escalated her discovery to the oncologist with her findings. The oncologist agreed with her findings and further escalated the discovery to a diagnostic radiologist for final interpretation of the image and findings. The patient was updated by the oncologist with the incidental finding and now is under going a corrective procedure by her surgeon. FDA safety report ID# (B)(4).